Manufacturer narrative:
Based on previous complaint investigation history, the description of the incident, and the returned device, the broken glenoid skid reported was likely the result of applying a bending moment to one end of the instrument which led to fracture of the device.

Event description:
As reported, the surgeon was dislocating shoulder after trialing implants and skid snapped. Glenoid skid snapped in 2 different areas. The smallest piece was retrieved from the wound by the surgeon. It was measured against another skid to ensure we obtained the entire skid. Patient was last known to be in stable condition following the event. The device will be returned.